Event description:
It was reported via repair work order that the bed would not lock into brake mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation initially performed by customer which alleged the bed would not lock into brake or steer mode. The bed could not be located by stryker tech to perform evaluation. Customer is to contact stryker if bed is located. Customer performed evaluation.

Event description:
It was reported via repair work order that the bed would not lock into brake mode which may have been caused by a drive link malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.